Manufacturer narrative:
On 17-dec-2015, a medtronic representative went to the site to test the equipment. In trouble-shooting, a new pendant could not be installed and it was suspected that the pendant firmware was corrupted; however, the reported issue was not resolved during the imaging system checkout. On 29-dec-2015, the medtronic representative went back to the site to install a second pendant. After pendant 2 was successfully installed, pendant 1 and 2 did not mirror each other. Pendant 1 worked fine when used alone. The firmware was re-loaded and the image acquisition system (ias) application was re-installed; however, the reported issue was not resolved during the imaging system checkout. On 30-dec-2015, the medtronic representative returned to the site and replaced the system board, power board, and ias computer. Multiple pendants were tested; however, the reported issue was not resolved during the imaging system checkout. On 8-jan-2016, the medtronic representative returned to the site to test the equipment. Pendant identification was performed successfully and the pendants were properly mirroring each other. The imaging system then passed the system checkout and was found to be fully functional. The image acquisition system (ias) computer was returned for analysis and a failure was observed during functional testing. When powered up on bench, after ias warmed up, it had a clicking sound and kept re-booting itself. Battery voltage (3.1v) and connections were good. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found: the pcba power switching board assembly was returned for analysis and no fault was found; 2d imaging, 3d imaging, and all peripherals were found to be fully functional. The system control board assembly was returned for analysis, but the reported problem "1st and 2nd pendant not mirroring" could not be confirmed. The system control board was installed in a similar imaging system with two pendants and 2d imaging, 3d imaging, and all motion functioned as expected; no fault found. (B)(4).

Event description:
A site representative reported that while using the imaging system during a spinal fusion procedure, the 3d command was not responding on the ¿pendant 1¿ screen, but the mobile view station (mvs) changed 2d to 3d mode. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Reprocessed and reused = no; labeled for single use? = no .

Manufacturer narrative:
Correction: the initial MDR submission inadvertently stated, "...where the use of the o-arm imaging system was aborted." Further review of the reported event found that this statement was incorrect for this incident and this statement should have been omitted. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.